Manufacturer narrative:
(B)(4). Corrected data: the lot 13n010 was manufactured between december 10, 2013 and december 11, 2013. Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). A batch review will be performed. The sample is not available for evaluation. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). As the sample was not returned, a device analysis cannot be completed and the reported problem could not be verified. Should additional relevant information become available, a follow-up MDR will be submitted.

Event description:
It was reported that there appeared to be a hair present during the filling of a large volume folfusor. It was reported that the particulate matter was in the product; however, an exact location is unknown. There was no patient involvement. Additional information was requested and is not available.